Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, blood was observed inside the pebax. However no external damages was observed on the device. Also, the photo does not provided sufficient information related to confirm the variation in the hi force value reported by the customer, and therefore no results can be obtained from it. Additionally, the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; the force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31254713l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) of the catheter states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a cut on pebax with reddish-brown material inside and internal parts exposed. During the procedure, the force was overvalued during ablation. The force drastically increased in grammage. Additionally, there was blood found inside the catheter (presence of blood inside the catheter which persisted after disinfection of the probe). Pebax damage could not be confirmed--all the medical team knew was that blood had somehow infiltrated the catheter. There was no difficulty in maneuvering the catheter the ablation cable, dongle, and qdot catheter were all changed. No further details were provided regarding the rest of the procedure. No patient consequences were reported.